Event description:
It was reported that the customer experienced an ongoing blood glucose (bg) level ranging from 36-50 mg/dl. Due to the bg level customer experienced, confusion, nausea, vomiting, headache and was shaky. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed glucose tablets to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown. Reportedly, the customer reverted to an alternate method of insulin therapy.